Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number(s): 2017865-2022-42185 and 2017865-2022-42186. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged insulations consistent with procedural damage.